Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. The patient reported not feeling well due to elevated blood glucose levels. The patient contacted her doctor by phone, who advised removing the pod. When the pod was removed from the infusion site, the pod's cannula was found bent, and leakage at the infusion site was observed. As treatment, a new pod was applied.

Manufacturer narrative:
Received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.